Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 12/12/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/12/2013 with the following findings: the battery compartment has a cracked near the pump case seal. A battery cap was not returned with the pump.